Event description:
Customer reported an unexpected negative reaction on galileo with the 2_cell assay using capture-r ready-screen (I and ii), lot x234. A sample tested antibody screen negative from a patient with a history of anti-k.

Manufacturer narrative:
The cusotmer did not return product or sample for investigation testing. The k antigen was confirmed on retention capture-r ready-screen (I and ii), lot x234.